Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where a home patient reused single-use supplies during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during peritoneal dialysis therapy. The hp stated that they added an additional bag of solution to the homechoice by disconnecting the heater bag from heater line and reconnecting an additional bag to heater line. The technical service representative (tsr) advised the hp that therapy would have to be ended early due to the risk of air entering the setup. The tsr assisted the hp in ending therapy, disconnecting the proper aseptic way, and opening door to remove the cassette. Proper procedures were reviewed with the customer. The hp would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.